Event description:
A small piece of the k-wire broke off inside the sacral 1 vertebral body as the surgeon was attempting to implant a screw, the surgeon stated that the k-wire piece is not retreatable and it will stay in the patient¿s vertebra.